Manufacturer narrative:
No parts have been returned for analysis. Other relevant device(s) are: product ID: bi71000475, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the site was having issues with the interface (umbilical) cable. There was no patient present when this issue was identified.